Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with unresponsive button on their insulin pump. It was reported that the customer tried to replace the battery but received button error alarm. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the display window. The pump passed the leak test. The stuck button alarm was confirmed in the pump history download. Unable to duplicate the customer complaint or the stuck button alarm unless the keypad was manually pressed. The problem was isolated to the keypad.